Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Clinical factors that may have contributed to the patient¿s outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient¿s related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding device (hvad) flow waveform morphologies. The article discussed the theoretical foundation and implication for clinical practice. One patient, two months after implant developed bacteremia related to a driveline infection. A high-flow, low-pulsatility waveform was seen on the device monitor suggestive of relative hypotension due to excessive vasodilatation. Systolic blood pressure by doppler was 60 mm hg. No further patient complications have been reported as a result of this event.